Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 200 mg/dl at the time of the incident. The customer stated that the insulin pump keeps beeping. Troubleshooting was provided. The alarm was not able to be cleared. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation however was unable to complete the boot up process due to frozen display, fault isolated to electrical board . Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify a broken force sensor was detected during seating or regular delivery alarms due to frozen display.